Manufacturer narrative:
(B)(4). Date sent: 11/8/2016. Batch # n56008. Additional information received: it was confirmed that the two cases in question were not leaks but bleeders. The last one reported was a bleeder in the proximal part of the jejunum resection for a gastric bypass. The bleeder was identified post op after they noticed blood in the drain. The patient was taken back and the bleeder was sewn intracorporeally. No blood transfusion. White loads were used . No issues seemed to be present with device. The second to the last possibly was a bleeder in the jejunum. Same as above. The pa could not remember how the bleeder was identified post op, but believes it was also through the drain. White loads were used. No issues with the device is recalled. When the incident(s) were reported to me they were explained as leaks by the staff. The analysis found that one plee60a device was returned with no apparent damage and with a gst60g cartridge loaded on the device. The cartridge was received unfired. The device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. Event could not be confirmed as the device performed without any difficulties noted during the functional testing. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis.

Manufacturer narrative:
(B)(4) date sent: 10/24/2016. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information received: there were no additional patient consequences reported and the patient has been discharged from the hospital. Additional information requested but unavailable: what color cartridges were used throughout procedure? Was there any other stapling devices used during procedure? Were there any issues noted with device performance in initial surgical procedure? How was the leak identified? What was the location of the leak? Was a leak test performed?

Event description:
It was reported that approximately 8 hours after a laparoscopic gastric bypass procedure was performed the patient developed unknown symptoms which required re-operation whereby the surgeon found a leak near the proximal end of the incision. Laparoscopic re-anastomoses by hand stopped the leak. No buttressing was used.